Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records allege a bard eclipse retrievable filter was deployed to the infrarenal position of the inferior vena cava without difficulty for a patient with left lower extremity deep venous thrombosis. Approximately eight years four months post filter deployment a computed tomography (CT) of abdomen without contrast showed an inferior vena cava filter has been placed and was straight along the course of the patient's inferior vena cava and the apex of the filter was not touching the inferior vena cava wall. There was no abnormal migration of the filter. The filter tip was located approximately 3 millimeters below level of the right renal vein. Lower struts of the filter have perforated through the wall of the inferior vena cava but does not extend into adjacent structures. There was upto 5 millimeters of perforation through the inferior vena cava wall. Therefore, the investigation is confirmed for perforation of ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava and into the mesenteric space. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight years post filter deployment, the patient was presented with abdominal pain. Subsequent CT revealed, lower struts of the filter have perforated 5mm through the wall of the ivc but does not extend into adjacent structures. Therefore, the investigation is confirmed for perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the ivc and into the mesenteric space. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.